Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare was used to cut the whole lesion but the snare loop did not extend and remained in the sheath when the handle was actuated. The scope was strongly angled since the lesion was in the cardiac part of stomach. When the handle was actuated, the physician heard a sound like the wire broke, but did not see any break. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.

Manufacturer narrative:
Investigation result of flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached and the handle cannula was in good condition. There was evidence of the flaring process performed during manufacturing. Further examination found the key was in good condition and the dongle shaft was deformed. Functional testing could not be performed due to the flare detachment. The investigation found that the device flare detached; this condition does not allow the device to be actuated. The review and analysis of all available information failed to indicate a root cause or probable root cause. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.